Event description:
It was reported that this right ventricular (rv) lead was going to be undergo troubleshooting with no specific issues mentioned. This rv lead remains in service. No adverse patient effects were reported.